Event description:
It was reported that patient was experiencing severe headache and had a swelling at the lead site. The physician believed that patient had cerebrospinal fluid leak. The patient underwent explant procedure and was given a blood patch. The patient was doing well postoperatively, and the explanted leads were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch:(B)(4).

Event description:
It was reported that patient experienced severe headache and swelling at the lead site. The physician believed that patient had cerebrospinal fluid leak. The patient underwent explant procedure and was given a blood patch. The patient was doing well postoperatively, and the explanted leads were discarded by the medical facility. Additional information was received that the remaining part of the leads were explanted. The explanted devices were discarded by the medical facility.